Manufacturer narrative:
The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). The approach for the procedure was femoral. The procedure was elective. The proximal to distal circumflex lesion was reported to be: de novo, heavily calcified, highly tortuous, and a 90% stenosis. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci) after pre-dilation, the physician was not able to access/cross the proximal/distal circumflex target lesion with a cypher 2.5 x 18 mm stent due to severe calcification. The physician then deep-seated the guiding catheter and attempted to access the target lesion again, but was not successful. The physician then attempted to withdraw the stent delivery system (sds) back into the guiding catheter, the proximal end of the stent became caught on the distal tip of the guiding catheter and the stent shifted distally on the sds. The proximal stent struts were noted to be uplifted. The physician then attempted to retrieve the entire system from the patient. The entire system was brought down to the level of the catheter sheath introducer (csi), but the physician was unable to pull the system into the csi. The physician then cut the shaft of the sds to remove the luer hub. A snare device was advanced over the sds, the stent was captured and the entire system was successfully removed from the patient. There was no reported patient injury. The procedure was completed successfully using balloon angioplasty only (poba).